Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3 - occupation: ir lab manager g4 ¿ PMA/510(k) #: k171603 this report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the catheter from an ultrathane cope nephroureterostomy set leaked near the hub after it was placed in a patient. The facility confirmed that they are not wrapping the suture around the hub. As a result, the patient required an additional procedure to remove and replace the catheter. No other adverse effects were reported for this incident.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. On 23may2024, it was reported that the catheter from an ultrathane cope nephroureterectomy set leaked near the hub after it was placed in a patient. The facility confirmed that they are not wrapping the suture around the hub. The leak was noted "at the junction of the tubing and the hub, where the slotted connector is", after an unknown amount of time. As a result, the patient required an additional procedure to remove and replace the catheter. No other adverse effects were reported for this incident. Reviews of the documentation, including the quality control procedures and the instructions for use of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that the inspection activities are currently in place to prevent the release of nonconforming product related to the reported failure mode. A review of the device history record (DHR) was unable to be completed, due to the lack of lot information from the complaint facility. Cook also reviewed product labeling: the instructions for use (IFU) [t_nucl_rev5, cope nephroureterostomy stents] states the following. Precautions: where long-term use is indicated, it is recommended that indwelling time not exceed 90 days and that the physician evaluate the catheter before this time has expired. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Evidence gathered upon review of the dmr and IFU suggests that the device was not manufactured out of specification and that there are no nonconforming devices in house or out in the field. Based on the information provided, no product returned , and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 04jun2024. The leak was noted "at the junction of the tubing and the hub, where the slotted connector is", after an unknown amount of time.